Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was inserted and during aspiration it was noted to be aspirating a lot of bubbles, unable to clear sheath of bubbles. Likely due to flush line which had been attached with bubbles in line. Doctor wanted to replace sheath as unable to tell if bubbles were cleared once flush line was replaced. No patient complications occurred. It was further reported, there was no air seen in the patient, there were no abnormalities noted during preparation or used of the sheath. The dilator, and farawave were noted inside the sheath, during farawave insertion bubbles were noted. A pressure bag was used for irrigation. The guidewires position was at the tip of the farawave when inserted into the sheath as per instruction for use (IFU).

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was inserted and during aspiration it was noted to be aspirating a lot of bubbles, unable to clear sheath of bubbles. Likely due to flush line which had been attached with bubbles in line. Doctor wanted to replace sheath as unable to tell if bubbles were cleared once flush line was replaced. No patient complications occurred.